Event description:
It was reported that the device infused twice as fast as entered to be infused. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device was all intact upon receipt. Functional evaluation to include non-destructive testing of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated during the investigation. After running three accuracy tests, the pump was found to be within manufacturing specification. No fault was found, and no actions were taken. It is unknown who caused the event reported by the customer. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received via email on (B)(6)-2022 from customer and attached in complaint: for this pump, event occurred on(B)(6) during infusion. Patient felt like the pump was running faster than normal. Dose was completed but much faster than it should have been. New pump sent out for future infusions. No injuries reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120